Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. Siemens determined that quality controls (qcs) were within acceptable ranges on the day of the event. Siemens assisted the customer in setting up service method tests (smts) and ran the smts; a siemens specialist determined that sample probe 1 (s1) mixer and reagent probe 1 (r1) bottom of cuvette correction (bocc) recovered unacceptably. Siemens customer service engineers (cses) were dispatched to the customer's site. After inspecting the instrument, the cses: ran integrated multisensor technology (imt) and overmix methods; replaced the aliquot probe, imt probe, imt mixer, s1 probe, s1 mixer, reagent 2 (r2) mixer, r2 board, and peri-pump tubing; primed and aligned the probes and mixers replaced; ran quick check, smts and qcs, resulting acceptably; reset the affected assays in result monitor; reset the instrument. The malfunctioned s1 mixer contributed to the discordant, falsely low co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.